Event description:
Caller alleged discrepant results compared with the lab. Three weeks ago: inratio >7.5, retest >7.5, same day lab 6.0. Two weeks ago: inratio 114 2x, 3rd time inr 3.1, same day lab 1.9. This wk: inratio 114 error code 1x, 2nd time inr 6.6, no lab. Caller tried to add two blood drops to strips.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: set: 1, inr: >7.5, lab: 6, mean: considered accurate, confidence limits: considered accurate. Set: 2, inr: 3.1, lab: 1.9, mean: 2.5, confidence limits: 1.6-3.4. For set 1, both values are greater than 5.0 inr. This is not considered inaccurate. For set 2, the mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Caller stated that they tried to add two blood drops to strip. Additional sample should not be added once testing has begun. Error 114 may be generated if incorrect sampling or technique is used. Customer obtained valid results after obtaining the errors. Products associated to the complaint were not returned. Product deficiency not established. No further investigation required. Improper sampling technique revealed. Patient reports medical history, with unstable inr. Patient's condition and treatment may affect test results. No corrective action is required as no product deficiency was established.